Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 4 patients testing positive for both sars and flu b. Customer states the patients are symptomatic and no confirmation testing has been performed but feels the results are not correct (false positive). Report 8 of 8 (flu b).